Event description:
There was a crack in axis direction on the radius during locking bone screw insertion.

Manufacturer narrative:
Although this would not be considered a reportable event, we became aware that this event was reported to pmda. We believe it provides FDA be made aware of this event as well.additional associated mdrs:MDR number part number 3025141-2013-00125 unknown3025141-2013-00136 col-3140-s3025141-2013-00137 col-3140-s3025141-2013-00138 col-3140-s3025141-2013-00140 col-3140-s3025141-2013-00141 col-3140-s3025141-2013-00142 col-3140-s3025141-2013-00143 col-3140-s3025141-2013-00144 col-3140-s.